Manufacturer narrative:
Analysis of the pump identified no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (2000 mcg/ml at 400.6 mcg/day) via an implantable pump for an unknown indication for use. It was reported the patient had a granuloma around the pump area that developed over a short time frame. The event date was (B)(6) 2019. Diagnostics included scans and blood tests for infection; there was no sign of activity of infection. The pump had started to protrude through the patient's skin. It was indicated as the granuloma was so big and the pump was protruding through the skin, the patient was booked to have an emergency removal of the system; this was scheduled for (B)(6) 2019. It was reported the patient mentioned they received an injury playing basketball, but the hcp did not think there was a link. The issue was not resolved. The patient status was alive - no injury. The pump would be returned. Further complications were not reported. An inquiry for the pump components was received with a request for the advised compounds for allergy tests. Additional information was received. It was indicated the granuloma was of the entire pump cavity.